Manufacturer narrative:
This event was reported by the patient's legal representation. The implant surgeon is: (B)(6) (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y mesh device was implanted into the patient on (B)(6) 2018 for treatment of prolapse. As reported by the patient's attorney, the patient experienced unspecified complications.